Event description:
The pt is reportedly experiencing a bulging at the implant site and dizziness. It was reported that the pt's device may have migrated. Surgery to reposition the pt's device has been scheduled.